Event description:
It was reported via the FDA, user facility report # (B)(4) that "the k-wire tip broke off in the patient's bone during the procedure. There was no harm expected to the patient per the surgeon.

Manufacturer narrative:
The event description revealed the k-wire to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The k-wire was documented as faultless prior to distribution. An investigation of the k-wire was not possible because the k-wire and confirming information like x-rays were not available; the root cause of the k-wire breakage is unknown. A k-wire placement is necessary to pre-drill the lag screw hole; therefore most likely the k-wire broke during this step. To drill the lag screw hole through the nail the target device for the gamma3 system must be used according to the operative technique. Furthermore x-ray control must be done during k-wire insertion to avoid misalignments and hitting the nail that can lead to k-wire breakages. Additional it was reported that the broken k-wire tip remained in the patient¿s bone. A previous case was evaluated by a medical expert. According to him the material of the k-wire is non-critical to the patient and shall remain until the bone is healed. A removal shall only be done in case no significant collateral damages will occur. No discrepancies were detected during risk analysis review. No non-conformity identified; no actions are in place.

Event description:
It was reported via the FDA, user facility report # 2100440000-2015-8017 that "the k-wire tip broke off in the patient's bone during the procedure. There was no harm expected to the patient per the surgeon.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.